Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one, 3-lumen catheter for evaluation. No signs of use were observed. Visual analysis revealed the returned catheter is a blue, agb+ coated catheter which is not the catheter that is intended to be in finished good. The returned packaging has a sticker with "chorhexidine and silver sufadiazine free." No other defects or anomalies were observed. R & d was contacted as a part of this complaint investigation. They confirmed that the attached "chorhexidine and silver sufadiazine free" sticker is not a teleflex label, which suggests the sticker was applied onto the kit by the customer. All complaints are trended across product families on a monthly basis. Therefore, a separate complaint history review is not required. A device history record review was performed, and no relevant findings were identified. An investigation was initiated to further investigate this issue.

Event description:
It was reported that: I'm writing to inform you of a kit build error experienced in the last 24 hours. One of my aa's and an anesthesiologist were starting a kidney transplant case. As you are aware, we have deemed all of these cases chlorhexidine-free. The aa brought a 7fr. 3 lumen, 20cm cvc. Upon opening , the aa & physician both noticed the blue and not yellow catheter. They both recognized this as a coated line, rechecked the packing to confirm it did not indicate agb+ (which it did not). The aa then retrieved another 3 lumen, 20cm cvc, which they opened and found the correct yellow non-coated line in. Fortunately , the blue/coated line was not used.